Event description:
Pump was reported to go into failure code 535:320:717:0000 during use on a pt. This failure code will issue and audible and visual alarm and stop all channels in use. No pt injury was reported.